Event description:
It was reported by repair work order that the breakaway head section will not stay up. Upon inspection of the unit by the service technician, it was identified that the breakaway head section would not stay latched in the upright position due to the release bar being bent.

Manufacturer narrative:
Result: release bar.